Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-01088. It was reported that pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The closure device was deployed. There were no recaptures necessary. However, during the final release criteria check an effusion with tamponade was noted. The closure device was released with a complete seal of the laa observed. Pericardiocentesis was then performed and 4 units of blood and 3 units of platelet infusion were administered. They were able to stabilize the patient and transfer her to the cardiac care unit (ccu) for monitoring. The patient was stable in the telemetry unit. No further complications were reported.